Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).

Event description:
It was reported that there was an infection of the device pocket that cause the removal of the device on (B)(6) 2013. It was further reported that the patient had their leads and pacer removed due to infection and prolonged wound healing with pain. The patient reportedly went through two courses of antibiotics prior to the explant. It was noted that the patient was implanted with a new device including new leads on (B)(6) 2013. It was also noted that it was unknown if a culture was taken but antibiotic treatment was necessary. The patient was reportedly alive with no injury at the time of the report. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that after an implantable neurostimulator (ins) replacement the patient had continued abdominal pain and swelling. It was noted that the patient had a course of antibiotics and ¿I<(>&<)>d¿ on (B)(6) 2013. It was unclear what ¿I <(>&<)>d¿ meant. It was reported that the wound infection resolved on (B)(6) 2013 and another 14 days of antibiotics were given. It was noted that a CT was ordered on (B)(6) 2013 after continued pain and edema at the pocket side, there was no definite focal abscess development at the time and there was increased prominence of soft tissue over the pocket site consistent with inflammation or infection without drainable fluid. It was reported that the patient had an office visit on (B)(6) 2013, there were no signs of infection and improved pain but still some with eating and upon waking. It was noted that a deep wound culture/smear was done on (B)(6) 2013 and was positive for staph. The device was removed on (B)(6) 2013, the patient healed on (B)(6) 2013, and a new device was implanted on (B)(6) 2013. Signs and symptoms of infection included redness, swelling, pain, and pocket erosion. The primary location of the infection was the device pocket and the culture was obtained from the device pocket. It was reported that treatment of the infection included three courses of oral antibiotics and a total device system explant. It was noted that the risk factors of diabetes and post-operative wound or skin contamination applied to the status of the patient before device implantation. It was reported that the patient was a smoker until early 2013. See MFR. Report 3004209178-2013-21262 regarding previous ins replacement.

Manufacturer narrative:
(B)(4).